Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, describing blood glucose values in the 40s and requiring outside assistance to treat, with no alert or alarm reported. Symptoms included neuroglycopenic and adrenergic manifestations consistent with clinically significant hypoglycemia. Outcomes included the need for assistance from another person. Investigation included review of available complaint details and consideration of device performance relative to reported alarms. Investigation of this case revealed an adverse hypoglycemic event with an unclear cause and no reported device alarm, with no device component malfunction identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.